Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The proglide device was used in a mildly calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for investigation; therefore a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality deficiency. The other perclose proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide with a 6fr sheath, after a diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide was used with the same results. A third proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.